Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found that there was a damaged connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was dead and would not charge from the wall so they could not charge the ins and had been without it all weekend. The patient stated the desktop charger (dtc) connection seemed tight but can come in and out of the insr. They stated when they plug the insr into the wall the screen comes on but then turns off. A bent connector pin was reported. A replacement insr and dtc were sent. No patient complications were reported as a result of this event.